Event description:
It was reported that a pump has a constant door not fully latched message. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The pump was rec'd inoperable due to the "door not fully latched" messages caused by loose link screws. The condition was eliminated during evaluation by adjusting the screws, with the door performing as expected. The screws will be replaced.